Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the reagent probe 1 tubing, reagent probe 1 tip and metering syringe, flush syringes, and the reagent probe 1 drain. The cse aligned the probes and performed a system decontamination. The cse then replaced the tubing harness and peripump heads, cleaned probes, decontaminated the system again, replaced the chem wash solution, and primed the system. The precision was checked on chem wash and a patient sample and quality controls were run and passed. The cause of the imprecise troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension xpand plus with hm instrument observed imprecision on one patient sample using the dimension cardiac troponin (ctni) method. The sample originally resulted falsely high, then resulted lower upon repeat testing on the same instrument. The initial result and first repeat result were not reported to the physician(s). The sample was then repeated in duplicate on the same instrument and run in duplicate on an alternate instrument, resulting lower than the initial result but higher than the first repeat result. The repeat results from the same instrument were considered correct and an average of the two results was reported to the physician(s). While a siemens customer service engineer (cse) was at the customer site, imprecision was observed on another patient sample. No other information was provided about that patient sample. There are no known reports of patient intervention or adverse health consequences due to the imprecise troponin results.